Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced air bubbles in the gel. The following information was provided by the initial reporter: translated to english. The customer stated: customer was alerted to spurious results on a patient's specimen. On inspection of the tube, noticed a persistent 'bubble' floating in the serum. From customer: bubbles move around and don't disappear, however after being in fridge for the night - seem to have disappeared??!!